Event description:
Additional information received 27-apr-2026. The customer has notified me that the PICC involved in pir has now been removed from the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that a 4 french sl power PICC solo, was inserted into a patient. After removing dilator, they went to check skin insertion length and no marker visible (had noted markers at other end whilst trimming). They put a wire down PICC so they could pull it back to see how far markers missing, first marker seen at 8cm. (They measured with measuring tape). They recorded external length an wrote an explanation of skin length (measured), which the ward staff were happy with for patient management. They left PICC in patient as deemed no safety risk to patient and didn't want to re-dilate (awake, nervous teenager). They have checked through the rest of the batch and all have all of their markers. They will leave the PICC in the patient. They have 2 weeks of antibiotics to receive. They will retrieve the PICC once removed from patient and keep if it needs to be sent off to be viewed. The product is used on patient. The patient is not harmed. The product was faulty before insertion but did not lead to harm for the patient that¿s why they chose to leave it in the patient until therapy have finished. The device will be left inside for another 2 weeks, then will be retrieved. No further information was provided.